Event description:
A malfunction alarm was reported during pumping. The customer's blood glucose level was recorded at 500 mg/dl, indicating no adverse impact. The customer was instructed in loading a new cartridge correctly and opted to use multiple daily injections as backup therapy to ensure continued insulin delivery. The pump was put into storage mode, and the customer was advised to return it with a prepaid label within 10 days.